Manufacturer narrative:
(B)(4). Additional information was received that there was no stenosis or narrowing in or within this 5mm.3.5x18mm xience xpedition stent implanted in the mid left anterior descending coronary artery. Per physician, the event was unrelated to this device. There is no complaint against this device. Based on this new information, this event would not have been MDR reportable. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: there was no stenosis or narrowing in or within this 5mm.3.5x18mm xience xpedition stent implanted in the mid left anterior descending coronary artery. Per physician, the event was unrelated to this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.5x18mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient was hospitalized for intermittent chest pain and shortness of breath. On (B)(6) 2017, coronary angiography was performed and the proximal right coronary artery (rca) displayed 70-90% stenosis and the left circumflex (cx) had 80% restenosis. Additionally, the proximal lad 3.5x18mm xience xpedition stent contained intimal hyperplasia. The patient refused any surgical treatment and continued treatment with medical treatment. Reportedly, the patient is getting better and was discharged from the hospital on (B)(6) 2017. No additional information was provided regarding this issue.